Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead barrels and inner seal rings identified that the seal plug on the rv chamber was missing. It was also observed that the setscrew had bodily fluid inside of it. Then it was observed that the setscrew was rounded out causing it be stuck in the device; confirming the clinical observations. No further testing was performed.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device replacement, the right ventricular (rv) lead was stuck in the header due to set screw issues. Device header damage was also reported. The device was explanted, and the lead was surgically abandoned. No adverse patient effects were reported.